Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities related to this event were found. The device was not returned.

Event description:
It was reported to nevro that a patient experienced a csf leak during a trial lead removal. The physician perfomed a blood patch. There was no report of further complication and the patient had recovered without sequelae. Follow up report indicated that the patient had moved forward with permanent implant.